Manufacturer narrative:
The device was returned for analysis. Visual inspection and microscope inspection revealed the imaging core was coiled and bent, and the imaging window was observed detached. Regarding the partial/complete imaging window detachment, these are prone to occur in the lapjoint section due to the difference in rigidity between the imaging window and the sheath section. Due to this, the bending forces in this section are not evenly distributed and are mainly focused over the least rigid material (imaging window). These kinds of detachment are related to design characteristics of the device. It is probable that due to the imaging window detachment, the drive cable lost support while rotating causing it looping around the sheath. Furthermore, the bend probably occurred due to forces related to the imaging core rotated, when the imaging core looping around the sheath, it could bend and consequently collapse into the bent observed. All compiled information on this investigation determines that the most probable cause is: cause traced to device design.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the distal right coronary artery and was severely tortuous, severely calcified, and 90% stenosed. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter got separated inside the patient at the time of the ivus delivery to the target lesion. The device was removed by balloon trapping. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the distal right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter got separated inside the patient, it got separated at the time of the ivus delivery to the target lesion. The device was removed by balloon trapping. The procedure was completed with another of the same device. There were no patient complications.